Manufacturer narrative:
(B)(4).

Event description:
It was reported that crosstalk was observed after vt ablation. Programming changes were made. The device remains implanted. The patient was okay afterwards.